Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 227 mg/dl and 225 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: adverse event not reported.